Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy of urethra, recurring incontinence beginning (B)(6) 2020. And a small leak in the balloon (prb). The fluid loss was due to a small hole clearly visible with saline leaking out of the prb. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the surgery, the patient was stable and the device had yet to b activated.